Manufacturer narrative:
On september 7, 2018: (B)(6). (B)(4). Dear (B)(6), on 4/24/2018, stanley healthcare (sh) received a medwatch report from your facility reporting device malfunctions. You reported an incident having occurred on (B)(6) 2018. Report indicates the patient was subsequently transferred to higher level care, and that the results revealed acute bilateral subarachnoid hemorrhage. To date, none of the reported equipment has been returned to sh for further evaluation as requested. We last spoke 7/27/2018 at 1:28 pm cst. Several other attempts have been made to contact you, the last being 8/31/2018 wherein I left a voicemail with (B)(6). As my calls and emails have not been returned - I am closing out this filing citing no further action required by stanley healthcare. The testing operation defined on page 20 of the user manual outlines the proper testing protocol to be used when arming the m200 fall monitor. If you have any questions, please feel free to contact me at (B)(4). Sincerely, (B)(4), sr. Quality, ehs and compliance manager, stanley healthcare. (B)(4).

Event description:
Patient was found on floor by staff. Patient has been placed in geriatric chair with chair alarm pad underneath patient. Chair alarm did not alarm when patient exited chair unassisted. Staff responded. Upon inspection of the chair alarm, chair pad was not functioning properly. ...